Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 52914601. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patients left hip is infected. Head and liner were exchanged.

Manufacturer narrative:
An event regarding infection with hematoma involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the manufacturing or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patients left hip is infected. Head and liner were exchanged.